Event description:
A patient called to report an incident that occurred after treatment under the eyes with juvederm (concentration/volume unknown) approximately three years ago. The patient reported developing a "huge lump" in the corner of the eye on the left side. The patient stated a "clear substance" was injected in an attempt to resolve the lump. The lump persists to date. The patient has no allergies or medical history. It is not possible to obtain a medical professional assessment at this time as allergan does not have permission to follow-up with the physician. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4).